Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 9 march 2020: lot 174723: (B)(4) items manufactured and released on 5-dec-2017. Expiration date: 2022-11-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one similar reported event. Additional device involved: batch review performed by medacta regulatory affairs department on 9 march 2020: liner: mpact 01.32.3648hct flat pe hc liner ø36/f ((B)(4)) lot 174334: (B)(4) items manufactured and released on 30-nov-2017. Expiration date: 2022-11-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one similar reported event.

Event description:
The patient came in 1 year and 11 months after the primary due to signs of an infection and the pathogen is unknown. The surgeon revised the head and liner and the surgery was completed successfully.